Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "upon opening the package, nurse questioned package integrity due to abnormal "ring" along the outer package seal underneath implant stickers. Product was not opened onto the sterile field."